Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. A conclusive determination of the root cause of the event could not determined. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported that patient underwent a right knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to loosening of the locking bar.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.